Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said their stimulator had quit working and they needed to know what to do to get the implant replaced. Pt said their device quit working and when they put the charger on it wont charge; pt noted they had not received any error messages. During call pt attempted to charge their implant and they received the reposition antenna, pt noted it had been hard to charge the ins and the issues occurred 2 weeks ago and the pt last charged their implant a week before that. It was reviewed the implant may be in a possible overdischarge state. A replacement recharger (insr) antenna was sent out. No symptoms were reported. Additional information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep stated that the patient got a por message. The rep also stated that it is unknown if the issue has been resolved. The rep contacted a local rep in in (B)(6) to meet with the patient. Pt also mentioned calling medtronic before about implant being eos. Pt said that they met with a medtronic rep, (B)(6) (last name unknown) a couple of weeks ago and they did tell them they were at eos. Pt said they have had the implant for 9 years.

Manufacturer narrative:
Concomitant medical products: product ID 37791 lot# serial# unknown implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37791 lot# serial# unknown implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the device was explanted on (B)(6) 2022 and the device was discarded.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt stated that they were trying to diagnose the problem and met with a manufacturer representative (rep) in florida. The steps taken in order to resolve the issue was getting the device replaced. The patient (pt) also stated that this issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.